Event description:
It was reported that a versacross connect access solution was selected for use for a watchman laa closure. The versa-cross connect dilator got damaged when trying to get it out of the package (it is broken). It was needed to open another kit to complete the procedure. No patient complications were reported. The procedure was completed successfully. The product will not return for investigation. 06apr2023 received response for gfe: the event happened right before we got started on a watchman procedure on (B)(6). It's happened about 2:19 pm. It happened during procedure right before we were about to go transseptal. There were no patient complications. Yes, the procedure was completed successfully. We just had to open another kit and they would like to have the other kit replaced. No, the device cannot be returned because it was discarded.

Manufacturer narrative:
A supplemental report is being filed to correct the pro-code for dilator, vessel, for percutaneous catheterization. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use for a watchman laa closure. The versa-cross connect dilator got damaged during procedure right before we were about to go transseptal. Another kit was used to complete the procedure. No patient complications were reported. The procedure was completed successfully. The product will not return for investigation since it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.